Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision thr due to periprosthetic fracture, dr (B)(6), (B)(6) hospital (B)(6) 2017. Patient underwent primary thr on (B)(6) 2017 -dr (B)(6), (B)(6). Patient was doing well until a fall 2 days ago. X rays indicate a peri prosthetic fracture. The femoral stem and cement was removed and a reclaim revision stem implanted. The pinnacle cup and liner were left in situ. The fracture sight was circlaged with a number of cables. Male patient initials (B)(6), aged (B)(6) years, dob (B)(6). Doi; (B)(6) 2017; dor: (B)(6) 2017; unknown affected side.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.